Event description:
It was reported that the pump touchscreen was scratched and timed out sooner than expected during pump use. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional corrective actions were taken by technical support.